Event description:
It was reported that this patient presented to the hospital with pre-syncopal symptoms. Device interrogation identified the device was pacing at 72ppm in unipolar configuration which is consistent with safety mode. The patient had previously been checked by a local cardiologist and remaining longevity was 1.5 years. A boston scientific technical services consultant instructed the cardiac technician to ensure the patient does not walk around due to the risk of pacing inhibition from myopotential oversensing. The technician reported the patient went into cardiac arrest. Pacing spikes were observed on the monitor without capture and the patient had a slow escape rhythm. A temporary pacing wire was placed to provide pacing support and the patient was transferred to a city hospital. The device was urgently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.